Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the lancet holder from her one touch lancing device (mini lancer) was damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged lancing device issue began mid-day on (B)(6) 2014. The patient manages her diabetes with oral medication (glipizide, metformin) and insulin (unknown type and dosage). At an unspecified date/time, the patient mentioned she took an increase dose of insulin (30-35 units) in response to the alleged issue. The patient stated, 8 hours after the alleged issue occurred, she developed symptoms of ¿high blood sugar, thirsty, and urinating more often¿. On (B)(6) 2014 at 9:00 p. M. The patient self-treated with insulin (unknown type, 5 units) in response to the symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the lancing device, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.